Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was functioning within specifications; no issues with the equipment were noted and the unit was returned to service. No malfunction was reported during the event. Hematomas are an expected side effect of eswl procedure; this is from our manual: hematoma (perirenal/intrarenal) can occur in less than 1% of lithotripsy patients. These patients typically have severe, chronic flank pain. Although most hematomas often resolve with conservative management, severe renal hemorrhage and death have been reported. Management of severe renal hemorrhage includes the administration of blood transfusions, percutaneous drainage, or surgical intervention. This unit is owned by (B)(4); they reported the event to us. The procedure took place at: (B)(6).

Event description:
Allegedly, the doctor performed and completed an eswl procedure on a patient. Post procedure, it was confirmed that he had a hematoma in the left renal area. He was admitted to the hospital and received transfusions; he was released 4 days later.